Manufacturer narrative:
Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 and the ligator head were analyzed. A visual evaluation noted that the crimp was present on the trip wire and the trip wire was secured in the handle assembly slot when received. The ligator head found six bands present; however, some bands were observed to be caught under the other bands while the other two bands were still attached on their original positions. It was also noticed that some of the ligator head teeth were bent. Additionally, it was possible to observe that the suture was likely cut by a sharp tool. A suture hole was noted to be in good condition and no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted on the handle assembly. No other issues with the device were noted. Based on the evaluation of the returned complaint device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity and could have contributed to the reported issues. There was evidence that the suture was cut in order to remove the device from the scope. This condition is not considered as an issue of the device. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Block h11: correction: block a2 (date of birth)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6), 2019. According to the complainant, the device would not release the elastic bands. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(4) 2019. According to the complainant, the device would not release the elastic bands. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.